Event description:
It was reported that stent dislodgement occurred resulting to an additional intervention. Vascular access was obtained via the right femoral artery with a 6x45 non-boston scientific (bsc) sheath. The 75-90% stenosed target lesion was located in the tortuous and severely calcified external iliac artery. A 6.0x40x75cm express ld iliac / biliary stent was advanced for treatment. However, when the device was inserted over a .014 wire, the shaft length was determined to be not long enough to deploy the stent. The device was attempted to be removed; however, upon trying to pull it back into the sheath, the uninflated stent pulled off of the uninflated balloon, and was sitting on the 0.14 not expanded wire. The 6x45 sheath was replaced with a 7x45 non-bsc sheath. Subsequently, a 10x40 epic stent was used to trapped and crushed the express ld stent. The procedure was completed successfully with no patient complications were reported.

Event description:
It was reported that stent dislodgement occurred resulting to an additional intervention. Vascular access was obtained via the right femoral artery with a 6x45 non-boston scientific (bsc) sheath. The 75-90% stenosed target lesion was located in the tortuous and severely calcified external iliac artery. A 6.0x40x75cm express ld iliac / biliary stent was advanced for treatment. However, when the device was inserted over a .014 wire, the shaft length was determined to be not long enough to deploy the stent. The device was attempted to be removed; however, upon trying to pull it back into the sheath, the uninflated stent pulled off of the uninflated balloon, and was sitting on the 0.14 not expanded wire. The 6x45 sheath was replaced with a 7x45 non-bsc sheath. Subsequently, a 10x40 epic stent was used to trapped and crushed the express ld stent. The procedure was completed successfully with no patient complications were reported.

Manufacturer narrative:
An express ld device was received for analysis. A visual examination of the returned device confirmed that the crimp markings were visible on the balloon. No issues were noted with the balloon material. A visual examination found the stent was not returned with the device. No issues were noted with the tip of the device. A visual and tactile examination identified no issues along the length of the device.